Event description:
A falsely elevated troponin I result of 2.33 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested on the same analyzer and a of 0.00 ng/ml was obtained. Patient was transferred to a different hospital, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned r2 probe causing conjugate splash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a misaligned r2 probe causing conjugate splash. The instrument is performing within specifications.